Manufacturer narrative:
One-unit of trapliner was returned to vsi/teleflex for evaluation. Damage was noted along each segment of the catheter. Minor bends and kinks were noted along proximal shaft of the hypo-tube. The kink was noted at 41cm from the proximal handle. The ribbon weld joint separation was confirmed at approximately 133 cm from the proximal handle. Blood particulates were found inside the trapping balloon. The half pipe lumen near the collar transition section was damaged; the lumen slightly crimped inwards. The guide extension lumen was severely damaged; twists and bends of the guide extension lumen were noted. The coil of the guide extension lumen unwrapped from the shaft and separation of the guide extension tip was noted. The distal tip was severely damaged with twists and bends noted on the lumen. The coil of the shaft was bunched up and crimped together with the shaft. The marker band of the distal tip was observed to be missing. The account confirmed that no part of the catheter was left behind in the patient. It was noted from the account that morphology of the lesion was highly complex, and resistance was experienced by the user during the procedure. Damage is likely due to manipulation of catheter against resistance. Manipulation includes advancement, retrieval and torquing of the catheter. Per the IFU the following warnings and precautions: exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Based on the information and returned product evaluation, the most likely root cause of the damage observed is operational context and/or user error.

Event description:
Reported as a shaft separation: study # 009-02. When removing the 6fr trapliner from the patient in a highly complex morphology of the vessel, the catheter separated. We retrieved the piece with a snare device. After the piece was removed, the procedure was completed as planned. A fragment of the catheter with a marker band was missing. The account stated that no part of the catheter was left behind in the patient. There were no complications to the patient. The patient stayed overnight (per standard of care) and discharged to home the next day.